Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. 2nd of 4 related files. The following information was provided by the initial reporter: consumer also stated that the pen is difficult to depress at times.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. 2nd of 4 related files. The following information was provided by the initial reporter: consumer also stated that the pen is difficult to depress at times.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.